Event description:
The customer was hospitalized for dka, assisted with setting the basal rate in the pump. Later the customer called back and stated was hospitalized for a heart attack, and then had dka while in the hosp because bgs were not regulated correctly.